Event description:
It was reported that the patient started his trial yesterday and had not had therapeutic benefit from the ens (external stimulator). Patient had turned the dial all the way up but no effect. Patient stopped feeling stimulation around noon today. Had not been able to reach representative. Caller asked if they should switch sides, patient started on the right side but representative had given him the impression the left side insertion was better insertion. Additional information provided reports the patient pulled his lead out.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient has dementia and accidentally ripped his leads out. The lead was working before the patient ripped it out. Of note, the patient used a brown box during this trail that since this incident other patients have used and had successful trials. No interventions or outcomes were reported regarding this event.